Event description:
On (B) (6) 2010, a company representative reported the pt's blood glucose measured 536 mg/dl this morning. The pt began use of the infusion device 1 week ago. He changed the insulin cartridge and forgot to place the infusion device in the run mode. The company representative assisted the pt in placing the infusion device in the run mode. The pt injected 6 units of insulin via syringe. Upon follow up with the pt on (B) (6) 2010, he stated he changed the battery, infusion set, and insulin cartridge on (B) (6) 2010 and his blood glucose began to increase due to not receiving the basal rates. His normal blood glucose range is 80-150 mg/dl. At the time of the call, his blood glucose measured 152 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.